Event description:
It was reported that the device powers on by itself. There was no report of pt involvement with the reported issue.

Manufacturer narrative:
(B) (4): physio-control evaluated the device at the failure analysis center, and verified the reported issue and observed excessive off current leakage of 2.3 milli amps. Physio replaced the lens assembly and observed proper device operation through functional and performance testing. The off current leakage dropped from 2.3 milli amps to 13 micro amps. Further evaluation of the lens assembly determined the root cause of the malfunction to be the membrane switch, the isolation layer failed. The on/off switch and sc2 switch traces were intermittently shorting to cause the device to turn on by itself. A replacement device was provided to the customer.